Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the patient was not tested as they were already implanted with a sacral neurostimulator since a few months. Therefore the study implant was done to replace the old electrode for which no information was available while the implantable neurostimulator (ins) implanted in (B)(6)2014 was left. On (B)(6) 2015, only the lead was replaced. The new lead was connected to the stimulator and the stimulator was still working. Relevant medical history includes urinary urgency. No further complications were reported/anticipated.